Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a left sided premature ventricular contraction (pvc) ablation procedure, complete heart block occurred while ablating near the left coronary cusp. A non abbott crt-p was implanted post procedure.